Manufacturer narrative:
(B)(4). Date of event: exact date that the lens rotated was not provided however the lens was repositioned on (B)(6) 2015. To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015, and the lens rotated 30 degrees post op, the date was not provided. The intraocular lens was rotated in a separate procedure on (B)(6) 2015. Reportedly, the patient is well and everything was fine following the lens repositioning. No further information was provided.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The complaint can¿t be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.